Manufacturer narrative:
The customer reported complaint that the (1) pcu keypad will be replaced due to the device not powering on was confirmed during functional testing. Inspection: external and internal inspection was performed on (qty 1 p/n: tc10012515). During external inspection, the keypad was observed with signs of fluid ingress on the flex cable. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Log analysis results: n/a ¿ no logs were provided. Test results: the front case keypad (qty 1 p/n: tc10012515) was connected to the cad pcu test fixture #: 10013973 (eq 111582) for functional testing. The returned keypad failed the maintenance keypad test due to failing to power on the device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module: 15350808 service history record showed the device had a manufacture date of 09/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad was received for investigation.

Event description:
It was reported that the (1) pcu keypad will be replaced due to the device will not powering on. The customer confirm that the issue was found during preventive maintenance, no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the (1) pcu keypad will be replaced due to the device will not powering on. The customer confirm that the issue was found during preventive maintenance, no patient involvement.